Manufacturer narrative:
(Initial reporter facility name): (B)(6). Impact code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary on (B)(6) 2022. During the procedure, problems on the spyglass probe attachment was noted. The connector was dirty and they often have image noise and flickering. The procedure was not completed due to this event and was rescheduled a week after. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary on (B)(6), 2022. During the procedure, problems on the spyglass probe attachment was noted. The connector was dirty and they often have image noise and flickering. The procedure was not completed due to this event and was rescheduled a week after. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted an adhesive sticker and damage on top cover adhesive and broken middle of rear bumper, scratches on bottom base cover. A functional evaluation noted that the catheter interface contacts contaminated with unknown material and require replacement. Per the evaluation conducted by enercon technologies, the reported event was confirmed. A risk review confirms this is not a new or unanticipated event. The problem is unlikely related to manufacturing, as product analysis identified problems traced to maintenance and not any manufacturing defect. In addition, during a device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. Although the number of procedures/recycles of the unit are unknown, improper handling of the device or wear/tear on internal components over time likely contributed to the event. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.